Manufacturer narrative:
(B)(4).

Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. The patient returned for a follow-up on an unknown date and presented with a potential type ia and/or type ii endoleak; the type of endoleak could not be confirmed by the implant site and imaging was not provided to trivascular for analysis. Trivascular was notified on (B)(6) 2014 that the patient was converted to open surgery on (B)(6) 2014 and the endoleak was confirmed as a type ii. Type ii endoleaks are not considered to be device related but anatomy related. The patient is reported as doing well after the conversion and there have been no additional adverse sequelae reported.